Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to diaphragmatic and nerve stimulation. No further patient complications have been reported as a result of this event.